Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 43985 was verified. The event log was unable to be downloaded. Service will replace the microprocessor board. Use testing was performed. The problem source is the faulty microprocessor board.

Event description:
Information was received that the cadd solis vip pump failed had error code 4985 when powered on. No reported adverse effects.